Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be loss of device configuration. To correct the condition, the device configuration was reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use. There was no patient involvement. No additional information is available.